Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 426 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated insulin pump had blank display. The customer reports the battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display did not returned. The customer treated for high blood glucose with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display during testing.